Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 on (B)(6) 2025. Subsequently, the patient underwent a revision on (B)(6) 2026 due to cup malpositioning. The surgeon replaced the device with a 9mm conical cup, and a new hole was excavated beside the original one, bordered by a circular arrangement of bones.

Manufacturer narrative:
Based on the information currently available (including device history record review, complaint history assessment, and surgeon assessment), the event appears to be primarily related to a cup malposition which led to mechanical stress on the prosthesis. If additional information is made available, the investigation will be updated as applicable and supplemental MDR will be submitted.